Manufacturer narrative:
A ge service rep performed an on site investigation. The specified malfunction was verified. Replacement parts have been ordered. It is believed that the replacement of the parts will address the identified problem. If add' info becomes available, it will be reported as required.

Event description:
During a pm inspection the 8800 system was found to have a broken lock (handle). There was no report of pt injury.